Event description:
I had reconstruction done for the first time in 2011 then revision surgery in 2013 and 2020. Since then, I have experienced fatigue, brain fog, memory loss, muscle aches, joint pain, hair loss, dryness throughout the body, gastrointestinal and digestive issues, and worse problems with my thyroid. I am in the process of having revision surgery again but once again, I have had an implant burst. They plan on replacing the other at the same time since it is one of the original one and has been in since 2011. When talking with some friends, they informed me of having their removed back in (B)(6) because of the health issues I have been having, and they said they feel so much better since removing them. When I looked up bii, I found this link to report issues so that is what I am doing. My implants: (left) mentor smooth round high profile gel, ref 350-8004bc, lot 6473417, sn (B)(6), implanted (B)(6) 2011. Revised: (B)(6) 2020 with mentor memory gel smooth round high profile, ref 350-8004bc, sn (B)(6), 800cc (right) mentor smooth round high profile gel, ref 350-8004bc, lot 6438813, sn (B)(6), implanted (B)(6) 2011. The 2013 revision was just rebuilding of the shelves, that got damaged in a horrific traffic accident. We were t-boned by someone driving over 100mph running from the law, we flipped multiple times. Reference report mw5163597, mw5163599, mw5163600, mw5163601, mw5163602.